Event description:
The patient reported fraying of the power supply box. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device accessory was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.